Event description:
It was reported that in pressure controlled ventilation mode the measured volume value did not appear on the screen. In the consequence the user increased pressure settings. Reportedly the patient developed a cardiac arrest and died. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the provided logfile was analysed. As the device was further used after the reported date of event, the log entries have already been overwritten for the reported date of event (2026-04-01: the records for the device section of the log begins on (B)(6) 2026 and on (B)(6) 2026 for the user section). Therefore, the case in question could not be reconstructed. However, based on the data available in the logs, no indications of a malfunction of the device was found. Only indications for, at times, leaks were detected during the power-on self-test and occasionally during active ventilation. These leakages were located in the patient circuit and do not indicate a device problem. Based on the description of event and those findings, it can be considered likely that also on the reported date of event, a significant external leakage (most likely at the patient¿s side/et tube) was present causing a loss of volume and the device therefore not being able to detect the volume. In such a case, the device will alarm for apnea flow with ¿¿¿ being displayed. In case of decreased tidal volume and/or airway pressure, e.g. Caused by a significant circuit leak, the sufficient ventilation and oxygenation of the patient might be restricted. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/pinsp not attained). The device is equipped with an integrated pressure-, flow- and patient gas monitoring which ensures that missing parameters or deviations from set/expected parameters as well as gas concentrations like inspiratory o2 are obvious for the user and that alarms will be given depending on the alarm settings adjusted by the user. In general, the device alerts with a high priority alarm insp. O2 low. In case of an o2 supply outage, additional alerts for o2 supply pressure low (in case the pipe- or cylinder pressure is too low) and no o2 supply (in case there is no pressure) are given visible and audible (with max. Loudness independent from user settings). All alarms, possible causes and remedies are described in the instructions for use. On site a test ventilation was done and documented via a photo. An adequate pressure build-up (10 cmh2o set, 10 cmh2o reached) is visible, as well as an inspiratory flow. Vte is almost not visible, which indicates a small external leak. Due to the set peep of 3 cmh2o, hardly any gas comes back into the device. The device alarms apnea flow and displays "--" as specified. Based on the information provided the reported event couldn¿t be reconstructed. The records indicate no technical malfunctions but recurring leakage issues with the external patient circuit. It is considered likely that an external leakage was also present during the particular case. Based on the investigation findings, it can be concluded that if this was the case, appropriate alarms were given by the device to alert the situation to the user. All in all, no indications for a device malfunction were found and thus, dräger finally excludes that the device in question caused or contributed to the reported symptom and patient outcome. This conclusion is reinforced by the fact that the user continued to use the device after the case in question, rather than taking it out of service and immediately informing the manufacturer of the necessary measures. Overall, the available information and investigation results suggest that user error was more likely the root cause of the reported symptom and following patient outcome.

Manufacturer narrative:
The investigation just started. The result will be forwarded once the investigation was closed.

Event description:
It was reported that in pressure controlled ventilation mode the measured volume value did not appear on the screen. In the consequence the user increased pressure settings. Reportedly the patient developed a cardiac arrest and died. The device has no UDI as an UDI was not required at the time the device was manufactured.